Event description:
It was reported that the implantable pacemaker system that was implanted on the patient's right side, was completely abandoned and a new pacemaker system was implanted on the left side. Reportedly, the plan was to perform a lead revision on one of the leads suspected of having a fracture, however, upon interrogation, it was discovered that the other lead exhibited noise and out of range impedance. Since both leads were damaged and chronic leads, the physician decided to implant a new system on the patient's left side instead of performing a lead revision. Technical services (ts) discussed the possible interferences this could generate with the new device system. Ts also advised it would be better to turn off the old device. Ne adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).